Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2, ca2 calcium gen.2, hdlc3 hdl-cholesterol plus 3rd generation, trigl triglycerides, and trsf2 tina-quant transferrin ver.2 results for 9 patient samples on a cobas 8000 c702 module. For sample 1, the initial phosphate result was 15.55, the first repeat result was 1.08, and the second repeat result was 1.08. For sample 2, the initial phosphate result was 9.91, the first repeat result was 0.78, and the second repeat result was 0.79. For sample 3, the initial calcium result was 0.72, the first repeat result was less than 0.20, and the second and third repeat results were both 1.92. For sample 4, the initial calcium result was 0.49, the first repeat result was 2.28, and the second repeat result was 2.3. For sample 5, the initial calcium result was less than 0.20, the first repeat result was 2.29, and the second repeat result was 2.3. For sample 6, the initial hdlc3 result was 5.68, the first repeat result was 0.93, and the second repeat result was 0.97. For sample 7, the initial trigl result was 0.05, the first repeat result was 1.25, and the second repeat result was 1.33. For sample 8, the initial trigl result was 2.53, the first repeat result was 0.19, and the second repeat result was 2.63. For sample 9, the initial transferrin result was 7.33, the first repeat result was 2.14, and the second repeat result was 2.18. The units of measurement were not provided.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found that a rinse tube had split and replaced it, repaired another damaged rinse tube, found crystallization on rinse tubing, found a damaged tube to the vacuum bottle, washed reaction parts, cleaned filters, and performed mechanical checks successfully. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.